Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 78 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reported once she turned the insulin pump back on the issue continued with reading of blood glucose of 160 mg/dl and sensor glucose of 127 mg/dl. The customer states insulin pump sensor is now reading blood glucose of 112 mg/dl and sensor blood glucose of 56 mg/dl. The customer states her pump is suspended on low right now. The customer declined troubleshooting and just wants to take the sensor out, upon removal the sensor was curved. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.